Event description:
It was reported that lead exhibited increase in threshold and oversensing. The patient did not receive any inappropriate therapy. Lead dislodgement was also noted. The lead was capped and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.